Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficult single gripper actuation to be an inability to actuate a single gripper. The associated gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult gripper actuation is related to procedural conditions (gripper was initially working, but the associated gripper line broke during the procedure). The reported inability to actuate a single gripper is a cascading event of the broken gripper line. A cause for the broken gripper line could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, short posterior mitral leaflet, and rotated heart. A mitraclip ntw (40515r1104) was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred and post deployment, the clip partially detached from the anterior mitral leaflet and remained attached to the posterior mitral leaflet (partial clip movement). To stabilize the partially detached clip, a mitraclip xtw (40724a2119) was inserted without issues. However, while in the mitral valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. While outside the patient, the clip was tested, but the issue was not resolved. One clip was then deployed, reducing the mr to a grade of 1-2. There was no significant delay in the procedure.